Event description:
The device was applied during an ilio-analcanal anastomosis (j-pouch). Difficulty was experienced setting the anvil to the instrument shaft. Subsequently, difficulty was experienced closing the instrument. The surgeon completed the procedure with another instrument. The hospital has reported no pt injury occurred.